Event description:
A user in sweden reported a cartridge alarm indicated as alarm 20. The impact on the user's blood glucose level was not documented, and no other relevant information was available. To resolve the issue, technical support initiated a replacement for the pump, which was still under warranty, and the user was instructed to return the defective pump. The user declined to disclose information about their backup insulin therapy but confirmed the shipping details for receiving the new pump. The customer chose not to request additional cartridges as a goodwill gesture.